Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reused a single-use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. To ensure that they had completely drained at the end of therapy, the patient restarted therapy to drain; however, the patient restarted therapy without replacing the supplies. The proper procedures were reviewed with the customer. The patient would complete therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.